Manufacturer narrative:
The reported device running faster than the specification was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.